Event description:
The reporter indicated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens but the lens was torn. There was patient contact. The reporter indicated the doctor changed his mind.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and both haptics were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).